Event description:
A customer reported receiving malfunction messages from a pump, which required troubleshooting to restore functionality. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up, and no additional actions or information about the incident were provided.